Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported that they had a net ultrafiltration (uf) of 5000ml and believes that the cycler overfilled them during their treatment. The patient uses two 6l bags and the bags were empty after treatment. The patient¿s total volume was 9500ml. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Additional information received confirmed that the patient did not experience any adverse event related to the reported event. After review of the patient¿s treatment data, it was confirmed the patient completed treatment. The patient has a last fill and positive ultrafiltration (ufs) on every drain. The patient was seen after the reported event and confirmed that they felt fine and has had no other issues since the event. The patient has been able to complete treatments since reported event. There is not available sample. No other event details provided.

Event description:
Additional information received confirmed that the patient did not experience any adverse event related to the reported event. After review of the patient¿s treatment data, it was confirmed the patient completed treatment. The patient has a last fill and positive ultrafiltration (ufs) on every drain. The patient was seen after the reported event and confirmed that they felt fine and has had no other issues since the event. The patient has been able to complete treatments since reported event. There is not available sample. No other event details provided.